Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the monitor was found to have liquid contamination on the rear response button cable, j1002aa and j1003aa. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.the root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned montior sn (B)(4) for an unrelated reason, upon investigation, a reportable malfunction was found.